Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation,, it is likely the following led to the malfunction: a leakage/seal problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Request: image not displayed.